Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
A user facility reported a patient with an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and post implant while in the procedure area, it was noted the patient developed a hematoma at the impella insertion site which was noted to be "easily" managed without intervention. A fem-stop was applied, and two units of packed red blood cells were administered. The following day, it was noted the patient's hemodynamics drastically improved overnight with volume replacement. Fem-stop off and continued to require no IV drips; the impella cp device was successfully weaned and explanted the next day.

Manufacturer narrative:
The root cause of access site bleeding is determined to be anti coagulation management because the act values were higher than 250 during the time of bleed.